Manufacturer narrative:
(B)(4)

Event description:
New information received states the patient was seen in the hospital for an unrelated generator changeout procedure. Upper out of range high voltage lead impedance measurements were observed with both the new and removed devices. Lead fracture was also suspected. The pace/sense portion of the lead was capped and replaced. No further information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported a merlin transmission revealed a non-sustained ventricular fibrillation episode due to noise on the ventricular channel. The patient will be brought in for further lead testing and questioning as to what he may have been doing that day. No further information is available.